Event description:
The pt contacted lifescan alleging that their one touch basic enhanced meter was prompting the not enough blood message. A result of 200 mg/dl was obtained on a hosp meter while the pt was experiencing no symptoms of high or low blood glucose level. The pt received no treatment. The customer care rep (ccr) confirmed that the pt was using correct testing technique. The ccr walked the pt through checking the battery and retesting with the reported meter; the issue was not resolved. The pt neither alleged harm nor experienced injury or medical intervention due to meter. Based on the unresolved not enough blood prompt, there is an indication that the product malfunctioned and that the event meets the criteria for a medical device reportable. The meter, test strips, and control solution were replaced.